Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
It was reported that guidewire fracture occurred. An accustick" ii was used in a prior procedure for this patient. It was later found by another physician that a piece of the wire broke off in the subcutaneous tissue from the previous procedure. The wire was retrieved 2 days post procedure using a snare as it was under the skin. No further patient complications were reported and the patient's status was fine.